Event description:
Device 2 of 4. Ref MFR reports: 1627487-2012-1622, 1624 and 1625. The pt has three leads implanted in which two have the same lot number. It was reported the pt is expecting a heating sensation while charging her ipg. Also she reports experiencing stimulation in her abdomen instead of her leg. Follow up info identified surgical intervention is pending to address the issue. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in a filed advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.